Event description:
The customer reports that a doctor tried to slide the safeguard of the safepico after blood sampling, but the safe guard needed power to slide and the safeguard didn't lock with a click. When the doctor passed the safepico to a nurse she stung herself on the needle. According to the customer the nurse has received treatment, but the details are not known. Radiometer has requested further information.

Manufacturer narrative:
According to the customer the nurse got a scratch from the needle and she cleaned the scratch. The nurse did not receive any further treatment. Twenty safepico samplers from the same lot have been checked and no defective products were found. All safeguards were working properly. Radiometer in (B)(4) has noticed that some of their customers do not activate the safeguard according to the instructions in the IFU and they will therefore re-train the customers as applicable in the correct way to activate the safeguard.